Event description:
The manufacturer received information alleging leaking on the outside, particles in tubing/chamber, difficulty breathing related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged difficulty breathing, leaking air on the outside and tubing parts from the inside are coming apart there was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation there is dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower box upper cap, blower outlet seal, p4 power connector, dc jack color insert. A hairlike substance was observed on the sd cover flip door. A white powder substance was observed on the blower, blower box, blower box upper cap, rear panel, rear panel o-ring. Liquid ingress with an unknown white dust contaminate consistent with mineral deposits were observed on the blower, blower box, p4 power connector. A contaminate consistent with keratin was observed on the blower box. The manufacturer was used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation. The manufacturer not able to confirm the complaint and not able to address the symtoms specified. In this report, section h6 has been updated.